Event description:
Patient texted this nurse on (B)(6) 2026 at 11:35am (approximately 21 hours post-infusion) to inform me that she had 2 episodes of vomiting "a couple of hours" after this nurse left the home. Patient also reported that she "passed out" later that night, and "husband had to carry her to bed" as she was too faint. Patient reported that she felt "faint" and her blood pressure was 76/40 and pulse was 78. Patient also reported, "I felt better in the morning." Patient verbalized being "unsure if symptoms were related to ivig (intravenous immunoglobulin) or her known medical conditions." Patient advised monitoring symptoms and if symptoms persist or worsen to seek medical treatment. Patient verbalized an understanding. Patient verbalized intent to let mdo know also.